Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. During the procedure, the doctor removed the needle from the packet and the needle was a larger diameter than what the doctor expected. The doctor continued to use the same needle to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.